Manufacturer narrative:
Date of event is estimated . The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient experienced infection at the ipg site, was hospitalized and treated with IV antibiotics and oral antibiotics for a few weeks. The patient underwent surgical intervention where the full scs system was explanted and infection has since resolved.

Manufacturer narrative:
It was inadvertently reported the patient code as (B)(4) in initial report. The correct code has been updated in patient code. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.